Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient¿s hip was revised approximately 3 months post implantation due to dislocation. Patient had experienced 2 previous dislocations that were treated with closed reduction. Indentation on the rim of the liner was noted during surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the liner determined multiple forms of damage. Features of the shell were imprinted on the outer radius of the liner and the barb was deformed. A screw had been drilled through the rim of the liner, most likely to aid in the removal of liner. Scratches were observed on the rim. A gouge was observed on the rim. A cause for the gouge could not be determined with the information provided. No other anomalies were noted. Dimensional analysis could not be performed as the damage was too severe. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.